Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the hospital after receiving a patient notifier. Review of session printouts indicate possible lead damage the lead was reviewed under fluoroscopy and externalized conductors were not confirmed. Noise episodes were stored on the right ventricular channel. Noise could not be reproduced with arm movement. No intervention was completed at this time. The patient will be followed up in a couple of months. The patient condition is good.